Manufacturer narrative:
Date (B)(6) 2018. (B)(4) field service engineer (fse) evaluated the device and confirmed that the remote alarm port was loose. The fse performed an alarm test per the device manual. The main board that houses the remote alarm jack was replaced. Upon replacement, the unit passed all tests and the remote alarm was tested at the customer's facility and the alarms were confirmed to be working. The unit was returned to service.

Event description:
It was reported that the remote alarm was not working and would not sound outside of the room. There was no patient or user harm reported. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 29oct2018. Date of manufacturer: 26oct2018. The results of the investigation of the returned printed circuit board revealed broken solder connections at several pins, causing the remote alarm port to not function properly.